Event description:
Co has been advised that a medical device p2020 mobile c-arm (mfg by precise optics) may have contributed to an alleged injury to an employee of hosp. The info co has received comes via notification of a pending legal suit resulting from an alleged event (of which co had no prior knowledge or notice) which took place in 7/96. Co does not know, if the alleged injury claimed in the legal document statements met with the criteria for reporting an adverse event by the hosp in 1996, as none was received by precise optics.